Manufacturer narrative:
The device was returned and evaluated. Additional evaluation findings are as follows: due to corrosion on endoscope connector, e315(scope err unsupported scope)occurs, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, suction connector, scope connector cover and universal cord were dirty due to water leakage, universal cord had a dent, scope connector cover, switch #2,connecting tube and control unit had discoloration, suction cylinder, nozzle, right and left knob had corrosion, paint on suction cylinder was peeled, adhesive on bending section cover had a chip, celling plate has a crack, suction cylinder was shaved, scope circuit was not displayed, universal cord had a dent,switch#4 had wear. Universal cord, switch box, connecting tube, plastic distal end cover, scope connector cover unit, suction connector, forceps elevator lever, forceps elevator knob, upward/downward angulation control knob, right and left knob, control unit, protector of universal cord on suction connector side and adhesive on bending section cover all had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope displayed error code e315(scope error). The issue occurred during a diagnostic procedure . The intended procedure was completed using the same set of equipment. There was no patient harm associated with the event.

Event description:
It was reported that during inspection for use, scope communication error e315 was displayed. The issue resolved after wiping the connector, and the intended diagnostic procedure was completed using the same device, with no harm to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the event reported as "error 315" was caused by failure of the circuit board. It is likely the following led to the malfunction: water intrusion into scope connector the endoscope was energized while moisture adhered to the circuit board, which led to an electrical short. Olympus will continue to monitor field performance for this device.